Event description:
It was reported that a patient underwent a total knee arthroplasty. Approximately seven years post implantation, without an external event or trauma, the patient began to experience pain in the knee. Xray images revealed that the femoral stem had fractured and one week after pain onset, the patient was revised. During the surgery, a periprosthetic femur fracture was also noted which was repaired with a cable cerclage fixation procedure. The femoral stem, femoral component, and articular surface were replaced. Due diligence is complete as multiple attempts have been made; no further information has been made available.

Manufacturer narrative:
Cmp-0(B)(4).836456 patient was born in 1949. Medical product: unknown rotating hinge knee femoral component size d: catalog#ni, lot#ni; unknown rotating hinge knee tibial component gr3: catalog#ni, lot#ni; unknown rotating hinge knee tibial stem 10x100: catalog#ni, lot#ni; articular surface with hinge post extension size d 12 mm height: catalog#00588004012, lot#62945222; unknown nexgen patella gr 35: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Report source: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-02989. The product will not be returned to zimmer biomet for evaluation as the patient did not return the device. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - stem. Visual examination of the returned products identified the stem shows signs of use (nicked/gouged) and is fractured. The returned femoral has bone cement on it and a section of the fractured stem remains in the connection. The device was submitted for further analysis. Analysis determined the fracture surface artifacts of beach marks are consistent with the fatigue failure mode. Analysis found the stem material to be consistent with ti6-4 titanium alloy. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presents with pain in the right knee joint that has been going on for weeks; implant fracture with cone fracture and supracondylar femur fracture; the distal femur condylar fragment was freed and removed, osteotomy performed and fracture extends 3cm upon removal of cement, secured with cable cerclage. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture of the femoral stem of the right knee arthroplasty; implant alignment is maintained root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.